Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:11:19. During night drain cycle six, the patient's ultrafiltration reading was 1119ml, indicating the home patient (hp) drained 1054ml more than their maximum programmed fill volume of 1300ml. No additional information is available.